Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pocket erosion and infection. Cultures were taken. The complete implantable pulse generator (ipg) system was explanted and a temporary internal jugular lead placed and reconnected to the same ipg which was taped externally. That system was later replaced with a leadless implantable pulse generator. No further patient complications have been reported as a result of this event.